Manufacturer narrative:
A steris account manager conducted a refresher in-service training for the hospital personnel regarding the proper operation and maintenance of the reliance 777 washer on april 14, 2010.

Event description:
The user facility reported that a hospital employee slipped and fell due to water leaking onto the floor from the reliance 777 washer. The employee went to the emergency room where he was treated for a fractured leg. The employee is currently not working. The facility was contacted for additional information concerning the incident and the employee¿s current condition, however no information has been made available.

Manufacturer narrative:
A steris service technician inspected the washer and found that it had an incorrect bushing installed in the door mechanism which allowed water to leak as the door could not properly seal. A facility employee reported to the steris technician that he saw another facility employee forcibly hammer a bushing into the door mechanism. The correct bushing intended for use in the washer's door is designed to slide into place. The steris technician installed the correct bushing, which allowed the washer door to seal properly and stop the leak. Steris has determined the root cause of the incident to be user error as the facility installed an improper bushing on the washer, which caused the door to not seal properly, allowing water to leak onto the floor in the vicinity of the washer. The technician advised the facility biomedical that the correct parts must be used in any maintenance or repair of this equipment. Steris has scheduled refresher in-service training on the proper operation and maintenance of this equipment.

Event description:
It was reported to boston scientific corporation that a rf 3000 radiofrequency generator was used during a rfa (radiofrequency ablation) procedure. According to the complainant, while preparing for a case, a console error (h07) occurred. The procedure was completed with another form of therapy.